Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed alarms and proceeded with pump replacement, with no additional outcome details reported.